Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that following an femtosecond laser-assisted cataract surgery, the patient ucva was 20/40. The lens was not on axis of astigmatism. The patient was scheduled for surgery. Additional information has been received that iol exchange was not performed and lens remains in patients eye. They were considering a lasik for residual refractive error.

Manufacturer narrative:
The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. The product investigation could not identify a root cause for the report that the iol was not on axis of astigmatism. Additional information was provided during follow up, that the physician reported, "please note that I have not performed an iol exchange. The company toric iol remains implanted. We are considering a lasik to take care of the residual refractive error. The company iol shifted post operative. This patient was discussed with expert opinion, we decided to contemplate a future lasik for the refractive error." Due diligence has been performed in an attempt to obtain further information on this event. No further information has been provided at this time. File will be reopened if new information or the sample is received. The manufacturer internal reference number is: (B)(4).